Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was undergoing a robotic gastrectomy procedure. The stapler was docked and fired but there were no staples fired and no cutting of the tissue. On withdrawal of the stapler, the anvil did not undock from the spike. Upon removing the anvil, there was a tear in the esophagus requiring a thoracotomy to repair.